Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges lenses tearing in the left (os) eye resulting in corneal abrasions on numerous occasions while using this product. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due the allegations of corneal abrasion, incomplete diagnosis, lack of medical information, and unknown resolution.